Event description:
(B)(4). The initial report: this spontaneous report was rec'd from a physician via our affiliate in (B)(6). A ptc (product technical complaint) has been initiated for this report: global ptc (B)(4). This report involves a (B)(6) female pt who was administered sculptra (poly-l-lactic acid) 6.5 ml on (B)(6) 2006 to hollow cheek area, nasogenal furrows and chin area. She was also administered 0.5 ml on (B)(6) 2006 to the eye cavity and 8 ml on (B)(6) 2006 to the chin area. Medical history is unk. The pt is not receiving any concomitant medications. During (B)(6) 2006, this pt presented with a granuloma at the bottom of the right eyebrow. Surgical extirpation was made as well as histopathological confirmation. The event resolved on (B)(6) 2006. Associated case (B)(4).